Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that less then two weeks after implant the right atrial (ra) lead had high thresholds. Several days later the patient thought they felt a tickle from their implantable cardioverter defibrillator (ICD), but no issues were found. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that less then two weeks after implant the right atrial (ra) lead had high thresholds. Several days later the patient thought they felt a tickle from their implantable cardioverter defibrillator (ICD), but no issues were found. The device and lead remain in use. No further patient complications have been reported as a result of this event.